Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-15601. It was reported the pt has been experiencing discomfort at his ipg site for approx 3 months. It was noted the pt is thin. Surgical intervention will be taken at a later date to address the ipg discomfort issue. Additionally, the pt experiences uncomfortable heating while charging his ipg. A replacement le charging system was sent to the pt and f/u info identified the heating while charging issue was resolved with the use of the replacement charging system. On (B)(6) 2012, st. Jude medical, neuromodulation division, sent field action letters to pt's related to heating while charging and raised awareness of this issue to pt's an increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.